Event description:
Consumer reported complaint for error display (e-5, e-3) and hi display accompanied by symptoms. During troubleshooting the customer obtained e-5 and hi display. The expected fasting blood glucose test result range is 240-250mg/dl. The customer did report feeling dizzy. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. During the call a blood test was performed by the customer and produced test results of e-5 and hi using the meter. The test strip lot manufacturer's expiration date is 07/20/2019 and open vial date is a few days ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 15-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI:(B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern is resolved - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Manufacturer narrative:
(B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern is resolved - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for error display (e-5, e-3) and hi display accompanied by symptoms. During troubleshooting the customer obtained e-5 and hi display. The expected fasting blood glucose test result range is 240-250mg/dl. The customer did report feeling dizzy. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. During the call a blood test was performed by the customer and produced test results of e-5 and hi using the meter. The test strip lot manufacturer's expiration date is 07/20/2019 and open vial date is a few days ago. The meter memory was not reviewed for previous test result history.